Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead bent while maneuvering and was eventually damaged. The right ventricular lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix bent was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies except for procedural damage